Event description:
It was reported that the unspecified quantity of em2400 valve sets were defective. The defect was further described as leaking from the port 2. This issue was observed during use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 09, 2021 - november 10, 2021. B5: it was further specified that when pumping the bags, bubbles were pulling from port 2. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.